Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted significant scarring and inflammation around the old mesh, making it virtually impossible to separate the external oblique fascia from the mesh. Surgeon took considerable amount of time to dissect around the edges of the mesh and peeled it off the underlying structures; yet the vascular supply to the cord structures was damaged during the dissection process. The vas deferens was also severely denuded and transected subsequently because it did not appear to be salvageable for there was not really any blood supply to the right testicle. A majority of the mesh along with some external oblique fascia and upper inguinal ligament that was adjacent to it. It was reported that the patient underwent orchiectomy on (B)(6) 2017 to remove the swollen and enlarged right testicle that was damaged from the mesh. It was reported that the patient experienced excruciating testicular pain and discomfort in right groin area. No additional information is provided.